Event description:
It was reported that the device triggered the elective replacement indicator (eri) 19.4 months after implant along with automatic re programming to vvi 65 due to a device lock-up issue. The status was reset and ipg was reprogrammed to it original values. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).